Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because there was no fluid in the system and the patient was therefore experiencing recurring incontinence. The location of the fluid leak was not identified but it was suspected that the leak occurred due to a hole in the pressure regulating balloon (prb). The patient claims his first device stopped working about 2 years ago. The new replacement surgery was completed successfully, with no complications or concerns.